Manufacturer narrative:
Product complaint # (B)(4). Batch # unk/ attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the patient¿s gender and bmi? Answer: 52. What color and product code cartridges were used throughout the creation of sleeve? Answer: gst60g; gst60b; gst60d. Was buttressing material used? Answer: no does the surgeon routinely wait 15 seconds prior to firing? Answer: yes. Does the surgeon pulse fire or use one continuous firing stroke? Answer: no. Were any staple formation issues noted throughout the care of patient? Answer: no. What was the product code of stapler used? Answer: plee60a. Is a timeline of events available? Answer: surgery july 22nd, went to ER on july 29th due to vomiting, taken back to or on july 30th and released from hospital on august 9th. How was the leak identified? Answer: this was initially called in by customer as a leak, later determined it was an infected hematoma after CT scan. How was the leak addressed? Answer: was originally incorrectly reported as a leak. Later determined it was not a leak. Infected hematoma was washed out and a drain placed. What is the current patient status? Answer: patient is reported to be doing well.

Event description:
It was reported that post op of a laparoscopic sleeve gastrectomy procedure, the surgeon stated he had a post op leak. There is no further information available at this time.